Manufacturer narrative:
The faulty control printed circuit board was routed to the failure analysis lab for further investigation. The failure analysis lab investigated the control printed circuit board and found that it was not receiving new software uploads. The root cause was attributed to the control printed circuit board software version 4.6. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The customer called to report a blank screen. The "perimeter leds are lit, but no video". No patient involvement. Carefusion technical support quoted the customer a repair fee for the user interface module

Manufacturer narrative:
(B)(4). The alleged faulty user interface module was received by carefuison on (B)(6) 2015, and routed to service department for evaluation. Service evaluated the user interface module and was able to duplicate the reported issue. The root cause was isolated, and attributed to the control printed circuit board. The control printed circuit board was replaced, and post tests were ran to assure that the device was operating according to manufacturer standards before it was returned to the customer.